Manufacturer narrative:
Method: device not returned. Results: device history review could not be performed as no lot number was provided. Conclusion: no additional information on the patient's health and lifestyle, so the cause is not determined and multifactorial.

Manufacturer narrative:
Method: device history review; results: one reflex-hybrid 2 level acp was confirmed via xrays to have a screw backing out of the plate. Manufacturing records for this product could not be reviewed because no lot was provided and no parts were returned as the parts remain implanted. Conclusion: the stryker rep did not have any additional information on the patient's health and lifestyle, so the cause is not determined and multifactorial.

Event description:
It was reported that "the surgeon made the sales rep aware of a patient having the c3 graft below being expulsed which is causing the plate to back away from c3 with one of the c3 screws being pushed out from the plate. The surgeon stated the patient has had no dysphasia but may need a revision surgery."

Event description:
It was reported that "the surgeon made the sales rep aware of a patient having the c3 graft below being expulsed which is causing the plate to back away from c3 with one of the c3 screws being pushed out from the plate. The surgeon stated the patient has had no dysphasia but may need a revision surgery."